Event description:
The complainant alleged while monitoring a female pt in cardiac arrest, after administering two rounds of epinephrine and atropine, the device displayed asystole while the user/medic assessed the pt had a pulse. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed. Please refer to the attached user medwatch report that zoll medical has rec'd.